Manufacturer narrative:
Device used for off label indication. The patient was part of an obesity study. Product ID 3389s-40, lot# v297034, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v297034, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the obesity study patient¿s lead and extension had fractured. The fracture was confirmed on an x-ray and with an impedance test; the impedances were within the ¿k-range.¿ it was unknown if there was any trauma or when the fracture occurred. An explant was to be scheduled. Refer to manufacturing report #3004209178-2015-04200 as the patient had two implants and it was not specified which components were at fault.